Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the reported issue at the facility. In conclusion, the likely cause of the event is attributed to the aspirate probe. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported falsely elevated troponin I (access® accutni+3) results, above the customer's established normal reference range, for three patients, involving the access® 2 immunoassay system. The elevated results were not released out of the laboratory. Subsequent testing of the patients' samples, on an alternate access® 2 instrument, generated lower results within the customer's laboratory normal reference range. There was no patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) and system check failed at the time of the event. The patients' samples were collected in rapid serum tubes (rst) with gel. The customer discontinued use of the instrument, and the laboratory's biomedical engineer assessed the instrument. The biomedical engineer discovered that one of the aspirate probes was stuck in the up position. The biomedical engineer performed system troubleshooting and resolved the issue. A routine system check and quality control were performed which passed within instrument specifications and within the laboratory's established ranges. The instrument was returned to normal operation.